Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric sleeve gastrectomy surgery, when they closed the handle, the reload did not close completely. They opened a new handle with the same lot number, but same issue occurred. They opened another handle with different lot number to complete the case. They also noted that the shaft was detached from the body of the stapler and it was freely moving away from the handle. There was no patient injury.

Manufacturer narrative:
Additional information: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of two devices and one photograph. Visual examination of the photo shows the instrument engaged with a reload. The instrument cover tube was observed to be advanced. Visual inspection of the instruments found that the cover tubes were partially disengaged from the rotation collars. During functional testing it was observed that when each instrument handle was actuated the cover tube would start to advance forward. Further evaluation of the devices found that the tube housings were broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged instrument may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.